Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested by an unknown provider during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance (dc dc - 7). The device output had been disabled prior to this date as indicated by initial device interrogation on this date by an unknown provider. Follow up with the patient's neurologist indicates that the high lead impedance was verified on (B)(6) 2014. The patient was referred for replacement surgery within the same practice, however, repeat attempts to contact the patient were unsuccessful and the patient was deemed lost to follow up by the neurologist and surgeon. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
New information was received indicating that it was the patient's treating neurologist who tested the device on (B)(6) 2015. The neurologist confirmed he is aware of the high impedance and has discussed it with the patient's family, however, the family does not wish to proceed with a lead revision surgery since the patient is currently not having seizures.